Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time of implant was unremarkable. The patient presented four days post index procedure with a fever and elevated white count. The patient had pain in the incision sites with ecchymosis, flesh eating bacteria/necrotizing fascitis. The physician in the emergency room debrided the tissue and did some skin flaps for the swelling. The physician stated that the ecchymosis was most likely related to the co-morbidity of diabetes. It was reported that a week later the patient expired. The physician stated that the infection and the cause of death were not device related. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).